Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation underway.

Event description:
As reported by the edwards lifesciences field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, the 26mm commander deliver system balloon was fully inflated when it burst during valve deployment. Withdrawal difficulties were encountered. Upon removal of the devices as one unit, it was observed the 14f esheath plus was bent and torn at the seam about 5cm from the distal tip. The sheath was torn at the 8 o'clock position about 5cm from the tip; the blue portion and clear lining were both torn/compressed inferiorly and laterally. The esheath+ tear was described as jagged and crumpled from the delivery balloon friction. There was no harm to patient reported. Post dilation was performed with a 26mm true balloon to ensure the full expansion of the valve. The commander delivery system, and esheath+ were removed as one unit, and there was no harm to patient reported.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events were unable to be confirmed as no device return or applicable imagery showing the burst was provided. Available information suggests patient anatomy (calcification) likely contributed to the balloon burst event. In this case, the patient had significant annular and lvot calcium. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-03125. Investigation is underway.